Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical event data indicated determined that the first two segments analyzed resulted in no shock decisions. Both segements yielded a result of ventricular tachycardia, but because the pulse rate recorded was below 150bpm, the algorithm detemined the waveform to be non shockable. The segments did not record a high enough qrs variability or a high enough qrs amplitude variability to be matched to ventricular fibrillation. These are two critical factors in the algorithms decision when differentiating between vt and vfib. Qrs variability identifies the variability of the spacing of the peaks recorded in each segment. Generally, high qrsv vaues increases the likelihood of the rhythm being determined as shockable by the algorithm. Qrs amplitude variability identifies the variability of the amplitude of the peaks detected within a segment. As with qrsv, a higher qrs amplitude variability value increases the likelihood of the rhythm being determined as shockable by the algorithm. In this case, the user proceeded to switch the r series into manual mode to charge and deliver a shock to the patient. This was the correct decision of the clinicians as the patient's waveform was successfully defibrillated and return of spontaneous circulation was achieved. Based on our review of the data we have concluded that the analysis program delivered an incorrect result for this analysis. The result is not due to a malfunction but rather due to the limitations of the technology. This sample has been added to our sample database of patient rhythms. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.